Event description:
Country of complaint: (B)(6). Thread broke three times during surgery.

Manufacturer narrative:
Manufacturing site evaluation: samples received: 3 unopened racepacks. There are no previous complaints of this code batch. There are units in OEM stock. Tested the knot pull tensile strength of the samples received and the results fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: not applicable.